Event description:
Boston scientific received information from an implant form that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device and lead system implant procedure. During the procedure, the device displayed a high out-of-range right ventricular (rv) pacing impedance measurements (greater than 2000 ohms). The device was replaced with another same model# device which was successfully connected to the rv defibrillation lead with no further out-of-range measurements recorded. There were no adverse events reported. The device was received at boston scientific's return products department for laboratory testing.

Manufacturer narrative:
(B)(4). The device is currently undergoing laboratory testing.

Manufacturer narrative:
(B)(4). Upon return, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was at a battery status of beginning-of-life (bol) at 3.096 volts. The laboratory technician verified that lead terminal pins were able to be fully inserted into the header without difficulties. The device was put through a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device did not pass all testing. During this automated electrical testing, an issue with the right ventricular ring (rvr) connector block spring was identified. Microscopic visual inspection of the device header and header ports noted the rvr connector block spring was missing. No signs of scratches, tool marks, or other damage were noted. Our product performance database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.